Event description:
It was reported that display has segments that will not light making the numbers unreadable. Customer reported that the device is able to engage in patient monitoring. There were no known consequences or impact to the patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that component d4 was defective causing the led segment to not illuminate.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow-up report will be submitted.